Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, the t2 implant of the 'fast-fix 360' failed to deploy. It is unknown if a back up device was available and how the issue was resolved. A non-significant delay took place and no patient complications were reported.

Event description:
It was reported that during an unspecified procedure, the t2 implant of two (2) 'fast-fix 360' failed to deploy. The t1 were left secured in the patient. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
H2: additional information: ¿b5: event description.¿

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation was performed. The needle overmold assembly was bent. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was performed. The deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported events include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical & impact codes).